Event description:
Event description guidant received information that this marathon pacemaker had no magnet rate and could not be interrogated. The device is pacing with good capture at a rate of 70ppm. It has been implanted over 8 years. Technical services advised it is in power on reset mode possibly due to a low battery. At the changeout, the new device, model 1291, had no output requiring temporary pacing. As soon as the device completed an interrogation it started pacing again. The doctor found the atrial lead was cut and the ventricular lead was good. The atrial lead was then repaired and another device was implanted. The model 1291 was returned for analysis.